Event description:
A report received from an assistant director of cardiopulmonary stated on (B)(6) 2014, an 8mm fenestrated cuff tracheostomy tube was removed from a pt. The pt was intubated with the tube on (B)(6) 2014 by the reporter. No pt anomalies were noted at time of intubation. The pt's home nurse noticed the tracheal tube was leaking air and requested for it to be replaced by emergency room (ER) staff. The tracheal tube was replaced with an identical tube following the pt's arrived to the emergency room on (B)(6) 2014. The pt was accompanied by a caretaker. The ER staff noticed the tracheal tube was cracked. The crack was visible at the inner cannula connectors. There was no pt harm reported. The pt was reported to have been initially intubated about a year ago.

Manufacturer narrative:
(B)(4). The failure mode of twist lock-head chipped/cracked was confirmed in the received sample. Manufacturing control is considered effective to detect the reported failure mode. A damage of this magnitude at the time of manufacturing would have been detected during the 100% inspection and removed from the lot. The damage condition found in the received sample is not confirmed as related to manufacturing process.

Manufacturer narrative:
The device was reported to be discarded. No sample will be evaluated by the manufacturer. (B)(4).